Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided unopened representative samples from the same lot number. A visual exam was performed on the representative samples and no defects were observed. Leak testing was also performed on the samples and no leakages were found. A device history record review was performed and there were no issues found that could relate to the reported complaint. In the current manufacturing procedure, 100% leak testing and visual inspection after the assembly process is conducted. Thus, any defects would be detected prior to release from the manufacturing facility. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer states that vent check failed 3 times - each time with a new filter from lot #201950. He pulled a new filter from a different lot and vent check immediately passed. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that vent check failed 3 times - each time with a new filter from lot #201950. He pulled a new filter from a different lot and vent check immediately passed. No patient involvement reported.